Manufacturer narrative:
Additional information provided h.3. And h.11. Only photos were returned. The reported complaint was observed on the returned photos provided photos show an iol on unknown background. The optic appears to be split into two halves, one haptic is broken (part of it is missing). The origin of the observed broken haptic cannot be confirmed based on the returned photos alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when the lens was inserted into the eye the rear haptic was snapped. The lens was removed and replaced with backup lens.